Manufacturer narrative:
Additional information: it was reported that while troubleshooting, the imaging system was unresponsive to prompts from the footswitch. It was noted that the detector was not ready while booting the imaging system.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that during troubleshooting the pacscan had become unplugged. Removed several cable ties to relieve stress off the plug. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the imaging system would not boot past radiation initialization stage during boot up. It was reported that the green status bar would fill and cycle back to the beginning. There was no patient present at the time of the issue.